Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was prompting an error 2 message. Per the ping user guide the error 1 message prompts when there is an issue with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on at about 3 p.m. On (B)(6) 2012. The patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management as a result of the alleged issue starting. The patient claimed that she developed symptoms of "thirst and dry mouth" at an unspecified time prior to the alleged issue starting. The patient old the cca that she treated herself with a 10 unit bolus of insulin (unspecified type) at the time the alleged issue started. The patient denied using another device to test her blood glucose. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting and there is no evidence of a decline in the patient's physical status after the reported treatment. However, this complaint is being reported because the alleged error message was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corrosion. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.